Event description:
During a coil embolization procedure in the splenic artery, a coil separated from the delivery wire as it was being withdrawn through the microcatheter. The physician felt no resistance during the use of the coil and had made no attempt to detach the coil prior to its removal. The coil was removed from the pt with the microcatheter and expelled from the microcatheter. Following the successful deployment of another coil, the physician change to a different microcatheter. While advancing a further four coils (including the subject device) through this microcatheter, resistance was encountered between the microcatheter and coil at the microcatheter tip. This resulted in the four coils detaching from the delivery wires. All the coils were removed using the microcatheter and expelled from the microcatheter outside the pt. There was no reported clinical consequence to the pt and seventeen coils were successfully deployed during the procedure.

Manufacturer narrative:
Additional info provided by the user facility stated that the anatomy was severely tortuous. The physician did not maintain continuous flush in accordance with the directions for use.